Manufacturer narrative:
Pump received with cracked battery tube thread, missing end cap sticker, cracked case near display window corners, cracked on display window, cracked end cap, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had cracks on bottom of the screen. The customer states the drive support cap was protruded. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.